Event description:
It was reported the display (front screen) is cracked. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. It is noted the lcd (liquid crystal display) lens is broken. Analysis found the upper case, lower case, and side bail covers are broken. Battery release, ring cover and battery drawer are contaminated. Lead flex cover is corroded. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.